Manufacturer narrative:
This report is submitted on (B)(6) 2018, by (B)(4).

Event description:
Per the clinic, the patient developed an infection. Subsequently the abutment was removed and the patient was admitted to hospital for IV antibiotics. Additional information was requested but was not made available as of the date of this report.